Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was requested and the following was obtained: did the active titanium blade break off? Yes. Did the white tissue pad break off? Yes. Is the white tissue pad completely missing from the clamp arm of the device? No. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure the tip broke during 10 min intra-op. There were no patient consequences.